Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician had difficulty extending the helix with the right atrial (ra) lead. It took 17 turns to fully extend and the helix would not retract easy either. The helix was exercised as a result. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.